Event description:
Subsequent to cataract surgery with bilateral implantation of the crystalens intraocular lens, the pt presented with severe halos bilaterally. The lenses were subsequently explanted at approximately one year postoperatively.